Manufacturer narrative:
(B)(4). Date sent: 4/19/2023. D4: batch # 176c84. Additional information was requested, and the following was obtained. What technique was used for reloading the cartridge? The tech reloaded cartridge with the retaining cap on it by grasping the shaft while snapping cartridge in place. A manufacturing record evaluation was performed for the finished device batch number 176c84, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the lap roux-en-y procedure the tech saw the stapler articulate by itself when she went to remove the reload. She took it to the home position, loaded the stapler, the surgeon put into trocar, opened the jaws and the stapler articulated. I cannot say if he accidentally touched the art buttons and neither can he. So he put to home position and fired a white reload. The tech went to take reload out and noticed that the stapler would not stay centered after pushing the home button. She finally got it to stay but then the joint looked like metal was sticking out so we replaced the stapler. No patient events occurred and it did not cause any delays not issues. The procedure was completed successfully with no patient harm.

Manufacturer narrative:
(B)(6) date sent: 5/26/2023 d4: batch # unk investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with the joint cover damaged and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No articulation function issues were observed. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 176c84, and no non-conformances were identified

Manufacturer narrative:
(B)(4). Date sent: 5/1/2023 report submission due date was entered in error. The correct report submission due date should be 5/18/23.